Manufacturer narrative:
Engineering evaluation: the unit was returned and evaluated. The returned drain was set-up and evaluated per the instructions for use (IFU) and standard procedures. The drains suction was set at -20 cmh2o and it measured within acceptable limits (-18.74 cmh2o). Conclusion: there were no issues found during the evaluation of the returned drain. The probable cause was most likely a blocked catheter caused by a clot or the catheter eyelets being against the chest wall.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR 1219977-2015-00332.

Event description:
Report received stated patient had a pneumothorax. A drain was attached to the patient and only a bubble or two would come out of the air leak chamber and then would stop. Under x-ray it was observed that air was building up in the pleural space. The nurse unplugged the drain from the patient and air leak chamber was bubbling rapidly. They had to use a syringe to alleviate air from the pneumothorax being building up. The drain was being used with a 6fr pigtail catheter.